Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss). When programmed back to bipolar configuration, it was noted a high out of range right ventricular (rv) pacing impedance measurements, greater than 3000 ohms. In addition, high pacing thresholds, loss of capture (loc) and noise when pocket manipulation was observed. Technical services (ts) was consulted and explained possible reasons for the exhibited behavior. A chest x-ray was performed, but it was unremarkable. The patient is not pacemaker dependent. No adverse patient effects were reported. This device system remains in service.